Manufacturer narrative:
Insulin pump received with a blank non-flashing white lcd display with vertical or horizontal white lines due to cracked lcd glass. Unable to perform the self test, displacement test due to blank display.

Event description:
The customer's mother reported via phone call that the insulin pump was broken at baseball practice. The customer¿s blood glucose level was 156 mg/dl at the time of the incident. Customer stated that insulin pump's screen had crack. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will be returned for analysis.